Manufacturer narrative:
The lot number is known but the actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an optician via an email on 08/30/2016 and a phone call on 08/31/2016, the optician experienced discomfort, "sensation of blur" and ocular dryness since the first use of the complaint solution. Two weeks later, on (B)(6) 2016 the optician experienced severe pain, blurred vision, and could not tolerate light. The optician visited her ophthalmologist on (B)(6) 2016 and was diagnosed with unspecified "infectious keratitis" in both the eyes. The event resolution was unknown. No additional information was provided at the time of this report. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
A retain sample from a different lot was tested and was found to meet specifications. The device history record for this lot has been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.(B)(4).

Event description:
Additional information was received in the form of a completed adverse event questionnaire form (ae form) on 10/07/2016; the previously reported events of infectious keratitis, light sensitivity, blurred vision, severe pain and discomfort were confirmed. Additionally, it was noted in the ae form that the optician had severe redness. It was also noted that there was no scar or anterior chamber reaction. The optician was prescribed unspecified medication and was advised to stop contact lens wear temporarily, use sunglasses, and confine to dark rooms. The symptoms were reported as "not resolved" as the optician still had sensitivity to light. Additional information has been requested, but has not been received yet.